Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that patient's device is scheduled to be explanted due to premature battery depletion. Device capture management was observed assigning a higher-than-usual threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).